Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that part of screw was left inside the patient.

Event description:
It was reported that part of screw was left inside the patient.

Manufacturer narrative:
Alleged failure: screw broke. According to biocomposites: feedback evaluation: "there is limited information available on case details, the screw has not been returned and no image of the screw was provided. After a detailed investigation it was identified that the root cause was down to user error and the technique used. Feedback conclusion: user error, bone void too tight." The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.